Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and extended hospitalization.it was reported atrial septal puncture was performed by rf needle. During pulmonary vein isolation (pvi) completion of right pvi (rpvi) near the end of left pvi (lpvi), blood pressure dropped. Echocardiography revealed cardiac tamponade. Pericardial fluid drainage was performed and the pvi was discontinued. Study data analysis confirmed that during lpvi, contact force became 42g instantaneously at 30w when the ablation was being performed near the roof. Since steam pop did not occur, it was unclear which ablation caused the event. The thermocool® smart touch® sf bi-directional navigation catheter was used and the flow rate setting was 7/15ml. After the drainage, a-line monitoring was performed and the patient was returned to intensive care unit (ICU). According to the medical record, the patient was transferred to the general ward on the next day and the drain was removed after the holiday. The length of hospital stay was extended, although the exact number of days was unknown. Patient has improved and recovered.physician commented that the adverse event was not related to product defect. Correct settings were utilized on devices and no error messages on the equipment during the procedure. There were no abnormalities observed before and while using the product.

Manufacturer narrative:
On 6-nov-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and extended hospitalization. It was reported atrial septal puncture was performed by rf needle. During pulmonary vein isolation (pvi) completion of right pvi (rpvi) near the end of left pvi (lpvi), blood pressure dropped. Echocardiography revealed cardiac tamponade. Pericardial fluid drainage was performed and the pvi was discontinued. Study data analysis confirmed that during lpvi, contact force became 42g instantaneously at 30w when the ablation was being performed near the roof. Since steam pop did not occur, it was unclear which ablation caused the event. The thermocool® smart touch® sf bi-directional navigation catheter was used and the flow rate setting was 7/15ml. After the drainage, a-line monitoring was performed and the patient was returned to intensive care unit (ICU). Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).